Manufacturer narrative:
510 (k) number: k851962. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the user straightened pigtail with the straightener and advanced the stent over olympus's 0.025inch wire guide (visishot 2), the stent became kinked. Therefore, another zebd-7-4 was used instead. There have been no adverse effects to the patient reported.

Event description:
When the user straightened pigtail with the straightener and advanced the stent over olympus's 0.025inch wire guide (visishot 2), the stent became kinked. Therefore, another zebd-7-4 was used instead. There have been no adverse effects to the patient reported.

Manufacturer narrative:
510 (k) number: k851962. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The device involved in the complaint was evaluated in the laboratory on 09 nov 2018. Lab findings were that there was a bad kink and wireguide perforation at fifth porthole on tapered end of pigtail. There was also a kink at third porthole at non-tapered end. Documents review including IFU review: prior to distribution all zebd-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Upon review of complaints, this failure mode has not occurred previously with the lot number c1438261. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c1438261. It may be noted that according to the instructions for use, ifu0045-6, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. According to the instructions for use, ifu0045-6, the user is advised of the following: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent". Root cause review: the user definitively used a wire guide that was not as per the indicated label. This possibly contributed to the kink which resulted in the perforated stent. Summary: customer complaint confirmed as failure was verified in laboratory according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510 (k) number: k851962. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the user straightened pigtail with the straightener and advanced the stent over olympus's 0.025inch wire guide (visishot 2), the stent became kinked. Therefore, another zebd-7-4 was used instead. There have been no adverse effects to the patient reported.